Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: none. It was reported that during the index procedure, a dissection occurred during deployment of the first 3.0 x 18 mm xience v stent at the target lesion, which required treatment with another xience v stent. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident info dissection is a known outcome of coronary stenting procedures, and is listed in the device IFU. Dissection is also captured in the device risk assessment matrix. There was no damage reported to the stent delivery system or stent implant which could have contributed to the dissection. Dissections can occur during a procedure due to factors including but not limited to, lesion characteristics, procedural technique, or device size selection. However, in this case there are no indications of a lot specific product quality issue. A definite root cause for the dissection cannot be determined.